Event description:
The tip of the wire separated into the patient. At this time the separated segment has not been retrieved.

Manufacturer narrative:
Evaluation: neither the complaint device nor the actual lot number was provided to assist in this investigation. However, a total of thirty-eight sets from various lot numbers were returned in an unopened and sterile condition. Several sets were opened and an examination found that the wires from the sets had been manufactured to specification; however, based upon the information provided, it is feasible to suggest that during the placement and/or removal of the supplied wire guide, inadvertent contact was made with the needle bevel. It is also possible the coil became entangled with tissue, thus separating when force was used in an attempt to remove the device. We can advise that product labeling does state: "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage". This device is inspected 100% for bends, kinks, adequate joint strength, and other surface imperfections prior to transport.